Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. With use of a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, the lv lead was successfully removed. Working to remove the rv lead with the 14f glidelight and visisheath, the lead was stretching and compromised, so the physician upsized to a 16f glidelight (heavy lead on lead binding was noted between rv and ra leads). Progress stalled at the ra junction. Using the 16f glidelight, the physician switched to the ra lead and successfully removed it. After the ra lead was removed, a pericardial effusion was identified on transesophageal echocardiography (tee). Rescue efforts began, with multiple attempts at a pericardiocentesis, but due to the patient''s unique anatomy and small heart, the attempts were abandoned and a sternotomy was performed. The pericardial effusion was not detected upon opening the chest, but rather an innominate vein perforation was discovered. Patient was placed on bypass. The surgeon worked non stop for 5 hours to attempt to rebuild the innominate vein; repair was made and patient survived the procedure. In addition, it was reported that the rv lead was removed during the procedure. However, a day later, the patient died, and neurological issues were identified. This report captures the 16f glidelight in use when the innominate vein perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.